Manufacturer narrative:
Corrected b5, h2 (investigation findings), h11. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl is not a result of device malfunction and it is considered an expected and foreseeable side effect after valve replacement surgery." Based on available information, there is no evidence to suggest any edwards manufacturing defect. Pvl after an implant duration of 46 years is most commonly related to patient factors.

Event description:
Edwards received a notification that an edwards starr valve implanted in mitral position was exhibiting severe paravalvular leak after an implant duration of approximately 46 years. The patient presented heart failure. As reported, intervention for a paravalvular plug placement was planned. However, the patient was still awaiting for treatment.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted device and the cardiac tissue, it may occur from a lack of appropriate valve sealing at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, there is no reported information suggesting any inadequate debridement or calcification of the annulus during the 46 years of implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely cause is patient factors, including an implant duration over 46 year and the age of the patient at implant.

Manufacturer narrative:
The implant duration is only known as "1978". Therefore, (B)(6) 1978 is being used to calculate the minimum implant duration. The model number was only reported as "edwards starr valve". Exact numeric device model and PMA number are unknown. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from new zealand; an edwards starr valve implanted in mitral position was exhibiting severe paravalvular leak, requiring an intervention to implant a paravalvular plug after an implant duration of approximately 46 years. The patient presented heart failure. The patient was awaiting further treatment.

Manufacturer narrative:
Updated section b5 (describe event or problem). Added information to section b7 (other relevant history, including preexisting medical conditions). H11: additional manufacturer narrative: edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from new zealand, a patient with a starr edwards mechanical valve underwent a percutaneous intervention with a mitral plug to treat severe paravalvular leak (pvl) after an implant duration of approximately 46 years and 6 months. Reportedly, the patient presented with heart failure and had a persistent atrial flutter on the background of paroxysmal atrial fibrillation. A non-edwards mitral plug device was implanted. The patient was noted as to be well and discharged home.